Manufacturer narrative:
Correction: upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated the device was not related to the reported event and there is no allegation of malfunction against the device.

Event description:
During a remote follow-up, myopotential oversensing and inappropriate automatic mode switch (ams) episodes were observed on the device. No intervention has been performed. The patient is stable with no consequences.